Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that exposures are not possible intermittently. Upon functional analysis, fse found that, os disk and image disk were not detecting, and it failed. Review of log files confirmed the reported problem. To resolve the issue fse (field service engineer) replaced ippc, os (operating system) and application software was reloaded. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that fluoroscopy was not functioning. There was no report of harm. Philips has started an investigation of this complaint.